Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of damaged output connectors and additionally noted that the upper case was cracked at the bosses and that the display flex cable was damaged but functional. All found defective parts were replaced and all other identified issues were resolved. Inspected electrical and mechanical parts,recalibrated and functionally tested the device and it then passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the ventricular port of the external pace generator was damaged and that the leads do not click into the socket. The generator was returned for service. There was no patient involvement.